Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the cutting wires were broken at the coating portion and the broken sections were melted and burned. In addition, the cutting wire was also broken and approximately cutting wire was missing for 6 mm from the broken point near the distal tip. Also as the result of checking the mfg record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome in combination with jf-260v (duodenovideoscope), the cutting wire broke. The doctor completed the procedure by using another device. The next day, he used such jf-250v for another procedure and inserted a device into the channel. Then, a foreign material came off into the pt body. He removed it with a grasping forceps. However it was missing after removed from the pt body. There was no report of p[t injury regarding this report. The facility though that the foreign material was the cutting wire of the sphincterotome. During the investigation, omsc found the cutting wire was partially missing.